Event description:
The customer observed a false positive alinity I total b-hcg for a women undergoing medically assisted procreation (map). The following results were provided: sid (B)(6): (B)(6) 2025, initial b-hcg result on (B)(6) = 370.87 iu/l (positive). (B)(6) 2025, repeat result after centrifugation on (B)(6) = 45 iu/l (positive). (B)(6) 2025, patient sample taken in another laboratory, analyzed on an architect result= <2 iu/l (negative). (B)(6) 2025, repeat results on (B)(6) = 45 iu/l (positive). (B)(6) 2025, another sample was tested, results= negative. The patient was scheduled for a hysterosalpingography (x-rays) for a fallopian tube examination, but the procedure was canceled following the results of december 6th. The patient was redrawn and tested at another lab to verify the results. The patient had no embryo implanted or transferred and was not pregnant. There was no additional impact to patient management reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and supported the complaint issue without indication of any additional issues. A search for similar complaints did not identify an increase in complaint activity for lot 78461ud00. A review of tracking and trending for the alinity I total ss-hcg assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 78461ud00 and the complaint issue. The overall performance of the alinity I total -hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the complaint lot is within the established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I total ss-hcg, lot number 78461ud00.

Manufacturer narrative:
Section a1 - patient identifier: complete sid is (B)(6). This report is being filed on an international product, list number 07p51-20 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive alinity I total b-hcg for a women undergoing medically assisted procreation (map). The following results were provided: sid (B)(6).. 06dec2025, initial b-hcg result on (B)(6) = 370.87 iu/l (positive) 08dec2025, repeat result after centrifugation on (B)(6) = 45 iu/l (positive). 09dec2025, patient sample taken in another laboratory, analyzed on an architect result= <2 iu/l (negative). 11dec2025, repeat results on (B)(6) = 45 iu/l (positive). 13dec2025, another sample was tested, results= negative. The patient was scheduled for a hysterosalpingography (x-rays) for a fallopian tube examination, but the procedure was canceled following the results of december 6th. The patient was redrawn and tested at another lab to verify the results. The patient had no embryo implanted or transferred and was not pregnant. There was no additional impact to patient management reported.